Event description:
A patient was evaluated for unstable angina. A cardiac catheterization revealed 99% stenosis in the left circumflex coronary artery (including a vein graft to the first om with 70% stenosis), 100% stenosis in the lad and 100% stenosis in the rca (including a vein graft with 100% stenosis). The doctor concluded the patient had significant disease of the left circumflex coronary artery and a percutaneous coronary intervention was performed. The physician was unable to cross the diseased segment despite several attempts using multiple types of balloon catheters. A gopher support catheter was successfully used to cross the lesion but when removing the gopher, the physician noticed that the tip had broken off. The physician felt that there was not a significant amount of the catheter remaining in the patient so the physician did not attempt to remove it. Another gopher was used to cross the lesion successfully. Additional attempts were then made to cross the lesion with balloon catheters, but due to the extent of the disease, a balloon could not be placed across the lesion and vessel dilation was not performed. Because distal flow was obstructed, stenting was not recommended and the procedure was aborted. The patient died ten days after the pci.